Event description:
Air in line alarm won't resolve during procedure. Therapy not interrupted. No patient adverse event/injury. Air sensor was defective; replaced. More information is needed to investigate this issue fully.

Event description:
Device history record was reviewed. No event linked to the reported issue was observed. Data history was reviewed and the presence of several air alarm was confirmed. The device was not returned for investigation as repairs were carried out locally. During external and internal check, nothing was noticed. Ocs test and test 14 were carried out and they both passed successfully. During calibration of air in line sensor, error "out of range value" was displayed. To solve the issue, the air in line sensor was replaced, the software was upgraded and the pump performed the quality control tests. The replaced spare part was sent to france for investigation. During the visual control, the investigator found that the ceramic had visually tarnished. Then he checked it with out volumat tester to verify the complaint. He started with the maintenance test 14 to read the value of the detector. He found that the value with the tube filled with water was out of tolerance, drifting at 263 mv. In this state, the detector would always be in alarm preventing the operation of the device. It was determined that the detector was out of service due to a drift of its functional value causing a failure. The root cause of the reported event is due to a weakening of ceramic bonding. An internal CAPA related to this issue has been opened. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.